Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was charging slower than expected. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Tandem technical support instructed the customer to leave the pump plugged into the power source. The customer acknowledged and declined follow up contact from tandem technical support.